Manufacturer narrative:
The drill attachment was returned to the manufacturer for repair and upon evaluation, a broken bur was discovered within the drill attachment. The device was disassembled and it was discovered that the bur shaft had become stuck in the inner racing of the bearing. The device could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, a broken bur was discovered within the drill attachment. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.